Event description:
It was reported that during use on a patient the display of the cs300 intra-aortic balloon pump (iabp) went white. No harm, serious injury or death was reported.

Event description:
It was reported that during use on a patient the display of the cs300 intra-aortic balloon pump (iabp) went white. It is unknown if there was any harm/injury to patient; however there was no adverse event reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that after talking with tech support they placed an order for the video receiver, inverter board. They replaced the part and it did not solve the problem. After talking with tech support again they at their suggestion placed an order for the cable keypad controller to video receiver and replaced it, and it still did not solve the problem. After talking with tech support again at their suggestion, the customer placed an order for the full display assembly and replaced it. The display was working after replacement of the parts. The customer then ran all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g4, g7, h2, h10, h11. Corrected fields: d10, h3, h6, h10. A getinge service representative reported that the customer stated that they changed the video receiver, the inverter board and the cable keypad controller to video receiver. Additional information is being requested and a supplemental report will be submitted if any information is received. H3 other text : not returned to manufacturer.

Event description:
It was reported that during use on a patient the display of the cs300 intra-aortic balloon pump (iabp) went white. It is unknown if there was any harm/injury to patient; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the display of the cs300 intra-aortic balloon pump (iabp) went white. It is unknown if there was any harm/injury to patient; however there was no adverse event reported.